Event description:
Allegedly revised due to mom issues.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. Although several attempts have been made, no medwatch 3500 nor date of revision has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00262, 00264.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint, device history record, and package insert were reviewed. The product was not returned.(B)(4).

Manufacturer narrative:
(B)(4)- user facility advises the patient was not revised at their facility. The initial reporter did not advise where, when, or if the patient was revised.